Event description:
(B)(4). In transition from helicopter to ICU, bodyguard 121 pump, infusing an epinephrine infusion at 0.1 mcg/kg/min alarmed downstream occlusion. Transit immediately stopped in order to investigate/troubleshoot. Two clinicians traced the line from insertion site to pump and no downstream occlusion, or any evidence that one might occur, was found. Pump restarted and immediately began alarming downstream occlusion. While this was occurring, the patient's blood pressure began falling. Since the pump would not allow the alarm to clear, and epinephrine clearly not infusing, the patient was given a push dose of epinephrine (100 mcg) which increased the patients blood pressure. The unit was informed to have infusions ready as the transport pump issue would not resolve. The patient required another 100 mcg bolus dose of epinephrine during the 5 minute transit up to the cardiovascular cardiac intensive care unit. Following the transport, the pump was immediately taken out of service for interrogation by hospital biomed department.

Manufacturer narrative:
The device has been received at cme america for investigation. An investigation into the reported event is on-going at this time. A follow up report will be submitted when the investigation results are available.